Event description:
It was reported that the pt gradually lost her residual hearing and was no longer receiving benefit from the vibrant soundbridge. The pt was re-implanted with a cochlear implant on (B)(6), 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.